Manufacturer narrative:
Customer did not zero bed properly. Stryker service tech evaluated the bed and re-zeroed it for the customer.

Event description:
It was reported that the scale was inaccurate due to not being zeroed properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.